Event description:
Pt reported to integra he had surgery on (B)(6) 2012, says there was a tip of a needle holder that broke off during hip replacement and left inside. Integra customer service rep contacted orange coast memorial medical center and was told radiology says there was a "spec" inside. Could possibly be the inner lining of nh but not sure. Item is 9mm and looks like a spear. Surgeon says it's not causing any problem and he is not removing the piece. There is no definitive answer as to what the "spec" is.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.